Event description:
It was reported that the patient presented in clinic with a right ventricular lead that had high pacing impedance and was over-sensing noise that led to pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2025, and the patient was stable before, during, and after the event.

Manufacturer narrative:
Report type and h1 were updated to serious injury.